Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Other UDI: (B)(4). Unknown lot number. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. Reporters phone number: (B)(6). The 510k# unknown: without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the thread of extraction screw broke off. No information about patient status. No information about surgery prolongation. This complaint involves 1 part. This report is 1 of 1 for (B)(4).